Event description:
Caller reported blood glucose results of 186 mg/dl on aviva system using the last strip in a vial, 56 mg/dl and 56 mg/dl on same aviva system within 10 minutes using a second vial of strips of the same lot. He successfully self-treated symptoms of hypoglycemia. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.